Manufacturer narrative:
Conclusion: damage to the reference electrode, likely caused by the reported external impact, was determined to be the root cause of device failure. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Event description:
On (B)(6) 2025, the parents reported that the recipient suddenly could not hear sounds with the right device due to a head impact. The recipient has been re-implanted.

Event description:
On (B)(6) 2025, the parents reported that the recipient suddenly could not hear sounds with the right device due to a head impact. The recipient has been re-implanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.